Manufacturer narrative:
Additional information was received on 8/27/2019. The complaint device was discarded. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent breast augmentation revision with 600cc mentor memorygel breast implants experienced right sided rupture and several unexplained systemic symptoms post procedure. The patient began experiencing right breast pain that progressively got worse, the pain was described as stabbing, sometimes constant, and sometimes dull. The patient described difficulty sleeping and exercising due to the pain. Additionally, chronic fatigue, hypothyroidism, hair loss, and swelling in the legs were noted. Magnetic resonance imaging revealed confirmed right sided ruptured, where the left sided prosthesis was found to be intact. An explant is planned for (B)(6) 2019. See for contralateral prosthesis report. This report relates to the left prosthesis. See 1645337-2019-15698 for contralateral prosthesis report. The due dates for the reports differ, as right sided rupture was reported on (B)(6) 2019, and additional information indicating illness was received on (B)(6) 2019.